Event description:
It was reported by svc report that allegedly a pt fell out of bed without the bed exit alarm going off to alert nurse staff. The svc tech craig schmidt did not report any quality issues during inspection of the bed. There was pt involvement and adverse consequences are reported.

Manufacturer narrative:
Bed exit was not working.